Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an alert transmission was received indicating that the left ventricular lead exhibited low pacing lead impedance. The pt was to brought in for further testing. The lead remained implanted.